Manufacturer narrative:
E3 - occupation: administrator/supervisor (non-healthcare professional). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the camera head had multiple visible colored dots in the image. The issue occurred during device setup. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4 (primary UDI number), d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is twisted. Based on the results of the investigation, it is likely that the issue occurred due to the cable unit is twisted, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.